Event description:
It was reported to our country manager in (B)(6) that a vns treating office had a pt who had been having more severe seizures this week. It is unk if this is a change in seizure type or if above their pre-vns seizure rate. The pt had one cluster of major seizures and no further seizures that week. Their vns device is not at end of battery life. Diagnostic testing was reported to be fine and impedance ok. No further specifics provided. Good faith attempts were made an no further information has been attained.